Manufacturer narrative:
Additional information has been requested regarding clarification of the circumstances surrounding this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline was damaged that required "extensive driveline repair." Servicing was scheduled and the vad driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information regarding event details and repairs. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was driveline sheath damage to a previously repaired area due to long term use. A driveline sheath repair was performed in outpatient due to the sheath becoming retracted from the old repair and additional cracking. It was also requested that the splice repair be re-done to remove cosmetic damage. It was noted that the pump was stopped twice, with one totaling thirty seconds. The patient tolerated both pump stop events without issue.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of driveline cable along with the previously spliced segment, connector, was returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the controller log files associated with con417138 revealed a vad disconnect alarm on (B)(6) 2022 at 12:02:09, likely due to a controller exchange; no other alarms were logged within the analyzed period. Functional testing of the driveline revealed that the driveline cable passed the continuity test and locking mechanism test. Visual inspection of the driveline cable, as well as visual evidence provided by the site, revealed yellowing and new cracks on the outer sheath of both sections of the returned segment. Additionally, visual inspection revealed damage to the strain relief on the returned segment. Visual evidence provided by the site revealed that the previous sheath repair was worn out. As a result, the reported event was confirmed. Driveline sheath repair and driveline splice repair procedures were performed to mitigate the reported conditions. Based on historical review of similar events, the most likely root cause of driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the driveline repair damage and strain relief damage may be attributed to factors such as normal wear over time and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.